Event description:
Information received from the patient via the manufacturer's representative reported that the fell during the trial. The patient had experienced high voltage stimulation from the external neurostimulator (ens) that brought them to their knees and caused them to fall. The patient hit their wrist on something during the fall which caused bleeding and sustained bruised knee. The representative was able to pull the plug on the ens and the stimulation ceased. They met the patient again on (B)(6) 2016 where it was reviewed how to use the device and for reprogramming. The issue was reported as resolved at the time of report. No surgical interventions occurred or were planned. The patient status at the time of report was noted as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.